Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a rf3000 radiofrequency generator was used during a radiofrequency ablation (rfa) procedure. According to the complainant, the active tone sometimes would go off and sometimes did not during one procedure. There were no patient complications reported as a result of this event. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed

Manufacturer narrative:
Physician name is unknown. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Investigation results: the device was returned to the bsc (B)(4) technical service center. The generator was subjected to functional testing, including a display check, an error display check and an output accuracy check; no issues were found. Electrical safety testing included leak electric current measurements, grounding resistance measurements, input electric current measurements, and a drop test. The device was within specifications. The complaint was not confirmed. The returned device showed no evidence of either the alleged issue or any other defect which could have contributed to the event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified serial number.

Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a rf3000 radiofrequency generator was used during a radiofrequency ablation (rfa) procedure. According to the complainant, the active tone sometimes would go off and sometimes did not during one procedure. There were no patient complications reported as a result of this event. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed